Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested assistance with programing this pacemaker into magnetic resonance imaging (MRI) protection mode. Technical services (ts) assisted and it was noted that there was loss of capture (loc) on the right atrial (ra) channel. Subsequently, it was sated that this device was out of the protection mode successfully with values within normal limits. This device remains in service. No adverse patient effects were reported.